Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to 24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (3000mcg/ml, 629.9mcg/day) in an implantable pump for dystonia. The patient contacted the treating center on (B)(6) 2017 at approximately 09:45 hours due to a critical alarm sounding every 10 minutes. The patient did not feel ill, had no increase in spasms, or feverish feeling. The patient had a blood pressure of 123/79mmhg, heart rate of 109bpm, and regular body temperature (36.8 degrees celsius). There was no known environmental/external/patient factors that may have led or contributed to the issue. The patient was not in contact with MRI, detection gates at the airport, or any other source of electromagnetic interference . The nurse practitioner saw the patient within 30 minutes. Interrogation of the pump and review of the logs indicated a motor stall occurred on (B)(6) 2017 at 10:23 hours with no recorded recovery. The estimate elective replacement indicator (eri) was 13 months. After consultation with a general practitioner, the decision was made to urgently call an ambulance and inform the hospital of an emergency. Revision/replacement procedure (partial explant-catheter remains in situ; only replaced pump). The pump would be returned. The pump was replaced the same day. As of (B)(6) 2017, the issue was considered resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.